Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain. Pt complained of pain 1-1/2 years after her primary surgery in 2004, and it was noticed that she had a tibial plateau fracture. She denied a fall or any trauma that would explain the fracture. No surgical intervention was done at that time, and her fracture eventually healed. Pt stated that the pain never went away. Upon revision, the all-poly tibia was found to be loose, and poly wear was also noted.